Manufacturer narrative:
(B)(4). Batch n92c22 . The device was returned inside its original package. The package was opened and visually inspected and no anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, for a single device; had been crushed on the end and when the instrument was removed from the box, it was found that the tyvek was not sealed but was open. There were no patient consequences as there was no patient involvement.